Event description:
Information received indicates when activating the head up function, the head would rise approximately 30 degrees and then start to lower even when the switch was still activated.

Manufacturer narrative:
The technician found the head drive limit switch was not working. The technician replaced the limit switch to repair the bed.